Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
There was a poor communication/reposition antenna screen that displayed. The ins was overdischarged and patient education issues were the primary cause. The last successful recharging session and the last time any stimulation was felt was 2 to 6 months ago. The pain was ¿killing me¿. The company representative confirmed on (B)(6) 2013 that the patient has not charged since june. The second 60 min countdown was being done. He has been having issues recharging. Typically 2-4 coupling bars and weak. The ins does not fully charge. It was unknown when the first overdischarged occurred. The second overdischarge occurred a few weeks ago and he was instructed to perform a physician mode recharge (pmr). A power on reset displayed and a pmr was going to be performed. Additional information has been requested.